Manufacturer narrative:
(B)(4) has been issued for the return of this device. It is unknown if the consumer read and understands the users manual for invacare tracer sx5 wheelchair part no. (B)(4). It is important the consumer reads and understands the device prior to using the device. Those warnings are found on page 5 - "warning - understanding the manual: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual." It is unknown if the consumer follows the general warnings for using the wheel chair. Using the chair on roads, streets, gravel etc., may cause the chrome to scrape off the hand rims. On page 10 these general warnings should be followed. To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not stand on the frame of the wheelchair. Do not use the footplate as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position. Always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Do not operate on roads, streets or highways. Do not allow children to play on or operate the wheelchair. Do not operate on soft surfaces such as sand, grass, or gravel. Page 11 - hand grips warnings: "always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately. When cleaning rear cane or hand grip areas use only a clean towel lightly dampened with cool water. Verify that grips are dry prior to use. Use of soap or ammonia based cleaning solutions will result in the hand grips sliding off the cane assembly. Failure to observe this warning may result in injury to the user or bystanders. If the wheelchair is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure that the handgrips do not twist on the handle. Otherwise, damage or injury may occur." It is unknown if the consumer follows the - service and troubleshooting recommendations on pages 29 thorough 34. On page 30 it states: "inspect handrims for signs of rough edges or peeling." Following this recommendation would mitigate cuts on hands from peeling chrome.

Event description:
The chrome is allegedly peeling off the push handles, causing a cut to the hand. No serious injury is alleged.